Event description:
The customer contacted therakos to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") occurring during the blood prime phases of an extracorporeal photopheresis (ecp) treatment. The customer reported that the leak appeared to be coming from the return reservoir and that the patient had not yet been connected. The customer also reported that alarm #57: return pump (#3) error also occurred. The kit has been discarded, but the customer provided photographs for evaluation. No patient harm has been reported.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n277 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot n277 shows no trends. Trends were reviewed for complaint categories, pto leak and alarm # 57: return pump (#3) error. No trends were detected for these complaint categories. At the time of this report, the complaint investigation is still in process. A final report will be filed when the investigation is complete. Pqc-002153 jm 05/may/2026.